Event description:
The tech alleged that the coiled cable was cut, exposing bare metal wires. No injury reported.

Manufacturer narrative:
The tech replaced the coiled cable and the caregiver power control board to resolve the issue.